Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends. Lot not communicated.

Event description:
It has been reported that during the surgery, the monomer liquid could not be retracted into the cartridge, due to vacuum and appropriate application. To complete the procedure a new system has been used. Two other complaints will be entered to this event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the monomer liquid could not be retracted into the cartridge, despite vacuum and appropriate application performed. To complete the procedure a new system has been used.